Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-sep-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2019-jan-17 regarding a patient receiving morphine (dose and concentration unknown) via an implanted infusion pump. It was noted that the pump was at "1.2ml or some kind of a thing a day,"and should last 6 months. The indication for use was non-malignant pain. It was reported that the patient had the pain pump surgery on (B)(6) 2019 and developed a serious headache a day or half a day after he was released from the hospital. It was considered a spinal headache and the patient ended up in the hospital a week later. It was noted that the patient had to go by ambulance and was in for three days due to the headache problem. The patient was still dealing with the headache, and it had been 5 weeks. The patient reportedly called the nurse, and they said to ride it out. The patient then called the manufacturer and was advised to give it one more week and then contact the healthcare provider (hcp) about his condition, which he did do. It was noted that they continued to tell the patient to ride it out. The patient was to see the hcp for a follow-up and hopefully a pump adjustment next week (relative to the date of report) because they did not do an adjustment on him three weeks ago due to this problem and "they did not want to do anything to aggravate anything." No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(6). Implanted: (B)(6) 2018, explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient¿s implantable drug infusion device. The drug being delivered was unknown. The reason for use was non-malignant pain, failed back surgery syndrome, and spinal pain. It was reported that the infusion pump has given the patient pain relief from level 4 and below, but when pain goes higher than level 4, they need to take oral pain medications for relief. The had severe spinal leak after infusion pump surgery and was flat on back in bed for 6 weeks after surgery and had to go to hospital emergency 1 week after surgery with spinal leak complications. It is now 1 year after infusion pump surgery and they are experiencing daily headaches with chronic head-sinus congestion. They a real so experiencing left/right hip, leg, foot pain with swelling of ankles/feet. They did not have these health issues before infusion pump surgery. The patient contacted the doctor¿s office about their concerns and was told these issues are not related to surgeries or implants procedures. They also asked the doctor about helping with pain management/pump readjustments and was told they do not do readjustments or pain management. There were no further complications reported/anticipated.

Manufacturer narrative:
Event description updated to reflect the information received on 2019-mar-01. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp) on 2019-mar-01. It was reported that the patient reported taking nsaids, specifically ibuprofen as a "maintenance medication". The patient was seen in the office on (B)(6) 2019 and reported that the headaches were better. The patient's weight at the time of the event was unknown.